Event description:
It was reported that the patient was heavy. During pump refills, the needle would come out sometimes, but there was never a partial pocket fill on him because the healthcare provider was aware that the needle would slip out. Additional information received reported that the pump was removed; the reason for removal was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).